Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegation of personal injury. There has been no reported revision. No further information has been provided. This reports is based on allegation set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01900-1 and 2013-02151).